Event description:
This rv lead was implanted on (B)(6) 1996 and capped on (B)(6) 2012 due to a red alert for high lead impedances. It was capped at eisenhower medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).